Event description:
Senseonics was made aware of an incident where user reported an unsuccessful removal attempt of the sensor on (B)(6) 2025. The sensor's site was the upper left arm. It was confirmed that an incision was made to attempt to remove the sensor. Sensor was palpable before the incision. Transmitter, ultrasound and magnet was used to localize the sensor but could not attract the sensor.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.